Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter address 2: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device sterility was compromised. The opticross hd imaging catheter was delivered contaminated with a foreign object, which was found on the localized adhesive tape. The manufacturer has been initially ruled out as the cause. No patients were involved.

Manufacturer narrative:
E1 (B)(6). Investigation results: media review: media provided by the customer showed an insect on the localized adhesive tape of the device's box which confirms the reported allegation. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically, following a review of the reported event details and the available information. In this case, the packaging of the device showed a foreign matter; however, it was not possible to identify the probable cause of the observed failure.

Event description:
It was reported that the device sterility was compromised. The opticross hd imaging catheter was delivered contaminated with a foreign object, which was found on the localized adhesive tape. The manufacturer has been initially ruled out as the cause. No patients were involved.